Event description:
It was reported that a patient underwent a hernia repair procedure in (B)(6) 2010 and mesh was used. The patient developed a recurrent hernia. The contracted mesh was explanted on (B)(6) 2012 during a recurrent laparoscopic ventral hernia repair procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.